Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one curved opening and fold creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified one opening striated. Based on the device analysis the final assessment is: one opening striated in the side posterior assessed as surgical damage.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Event description:
Healthcare professional reported, right side rupture. Device has been explanted.

Manufacturer narrative:
Clarification to g3: information contained in this report was previously submitted via emdr manufacturer report number 2483472. All information has been consolidated into this report.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.